Event description:
A volar plate was implanted on an unknown date. On an unknown date, the plate pulled away from the bone causing the patient pain. The surgeon performed a hardware removal of the plate and seven screws on (B)(6) 2013. A larger plate and nine screws were implanted instead. The surgeon reported stronger fixation with the new hardware. No additional information is available. This is report 2 of 8 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This screw is whole and intact. The diameter of 2.37mm, stardrive, threaded head, flutes, and 18.43mm length confirm this as a 04.210.118. The drive is in good condition with only minor markings consistent with use. The top of the head has a few minor marks and is also in good condition. The head threads have been lightly damaged. This damage is in the form of shearing of the top of the major diameter three threads from the top of the head. This damage affects profile. The first shaft thread has been slightly compressed. The remainder of the shaft threads are in good condition, as are the flutes and tip. The dimensions that could be checked were found acceptable. Because of damage incurred, and also because no lot number was provided, a finite evaluation could not be performed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.